Event description:
The article, "exercise right ventricular-pulmonary arterial coupling and functional outcome in patients undergoing surgery for secondary ischemic mitral regurgitation", was reviewed. The article presented a single center, prospective study to test resting and exercise stress echocardiography (ese) predictors of early and long-term functional capacity in patients undergoing surgery for severe secondary ischemic mitral regurgitation (simr). Devices included in the study were carpentier-edwards physio ring, carpentier-edwards perimount, and st jude medical mechanical valve. The article concluded a preoperative exercise tricuspid annular plane systolic excursion (tapse)/pulmonary arterial (pa) systolic pressure <0.34 predicts a poor functional performance and a higher likelihood of clinical adverse events. In patients with ischemic mitral regurgitation the exercise right ventricular -pa coupling could improve risk stratification. Larger studies are needed. [The primary and corresponding author was carlo fino, cardiovascular department, ospedale papa giovanni xxiii, piazza oms 1 24127 bergamo, italy, with corresponding email: carlofino@doctors.net.UK]. The time frame of the study was from 2009 to 2019. A total of 50 patients were included in the study, of which 6 (12%) received an abbott device. The average age was 67.26 years and the majority gender was male. Comorbidities included diabetes, hypertension, dyslipidemia, smoking, cerebrovascular disease, atrial fibrillation, chronic kidney disease.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: exercise right ventricular-pulmonary arterial coupling and functional outcome in patients undergoing surgery for secondary ischemic mitral regurgitation.

Event description:
N/a

Manufacturer narrative:
Summarized patient outcomes/complications of masters series mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, smoking, cerebrovascular disease, atrial fibrillation, chronic kidney disease. Complications reported included heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: exercise right ventricular-pulmonary arterial coupling and functional outcome in patients undergoing surgery for secondary ischemic mitral regurgitation